Event description:
It was reported that the patient experienced discomfort and dyspnea. Noise leading oversensing and loss of pacing was observed on the device. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences. Additional information was requested but was not available.